Manufacturer narrative:
Investigation: visual inspection revealed that the cutter had not been actuated. When the green cap was removed, it was observed that the needle was bent. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "needle was bent" was confirmed but it could not be confirmed that the cutter was shipped without the green protective cap on. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii aortic cutter was shipped without protective cap on the aortic punch and the needle was bent. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.